Event description:
It was reported that a bd pyxis medstation es system half height cubie drawer was failing repeatedly. The customer reported that their access to plavix and asprin was delayed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier. D5 operator of device. E3 initial reporter occupation. H6 investigation codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 4.1 failed due to the failure of drawer controller board. The field service engineer replaced the drawer controller board, performed visual inspection of the unit and tested slides to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer failure due to failed drawer controller board. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had repeatedly cubie drawer failure. The customer reported that their access to plavix and asprin was delayed. There were no adverse events or injuries reported based on this event.